Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's catheter was revised due to catheter was all bundled around the pump and fully intact. Patient experienced lack of pain relief.